Event description:
It was reported that upon opening the port kit, the tunneler tip was allegedly missing. It was further reported that the device was used and placement of the port was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one powerport MRI isp 9.6 fr, power loc safety infusion set, two non-coring needles, introducer needle."j" tip guidewire, one 12ml syringe, introducer peel-apart sheath, and one tunnler kit were returned for evaluation. Gross visual and microscopic visual evaluation were performed and found that there was not a conical tip on the tunneler. Specifically, the investigation is confirmed for a tunneler mix-up, as gross evaluation showed an incorrect tunneler returned along with the sample. The most likely root cause of the incorrect tunneler being placed in the kit is a mix-up at the supplier; additionally, at the manufacturing site. Therefore, applicable corrective and/or preventative actions for incorrect tunneler in the port kit for powerport® isp m.r.I. Implantable port were initiated. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. Photo of the device was provided and the investigation is currently under way.

Event description:
It was reported that upon opening the port kit, the tunneler tip was allegedly missing. It was further reported that the device was used and placement of the port was completed. There was no reported patient injury.